Event description:
Tech reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio before a pt was on the device. The event was discovered in the morning when bicarbonate solution was hooked up to the device and a high conductivity alarm occurred. There was no pt injury or medical intervention associated with this incident.